Event description:
A customer reported that the unit of measurement setting of their freestyle flash changed from mmol/l to mg/dl. The customer mistreated with insulin based on the meter reading and was admitted to the hospital. The customer ate some sweets to counteract the medical event, further details regarding the customer's treatment in the hospital are not available. The customer was diagnosed with severe hypoglycemia.

Manufacturer narrative:
The customer's meter has been requested for investigation, so the cause of the incident can be identified.